Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent an unknown procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 300cc gel breast prothesis and a mentor memorygel breast implant 275cc gel breast prosthesis on (B)(6) 2018. This medwatch report is for the 1st of two gel breast prostheses.